Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump was not turning on. Customer stated that they were in the pool and pump was exposed to moisture and was not working. Customer stated there was fluid when shaking the pump. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.